Event description:
Customer reported that the mobile app was frozen while loading a cartridge. There was no adverse impact to the customer¿s blood glucose level. The customer was able to re-pair the mobile app with the pump without needing further assistance.